Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 150 mg/dl. Customer stated they tried another infusion set and reservoir, but they were unable to push insulin through. The customer stated they were able to resolve the alarm with a complete set change. The customer also reported resistance when pushing insulin through during troubleshooting. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs. Inspected the snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.